Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was having 2-3 low blood glucose per day. They wanted to see if they could lower or shut off the basal rates. Troubleshooting was performed. The customer¿s blood glucose level during the incident was 50 mg/dl. The customer¿s current blood glucose level was 100 mg/dl. The customer lowered the basal rates from 3.0 per hour to 1.0 per hour. The device will not be returned for analysis.